Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 600 mg/dl. The cannula was not bent. Only one drop of insulin exited with a fixed prime. The fill cannula amount was incorrect and the customer was assisted in correcting it. The alarm did not occur during the manual prime. The set change had resolved the issue. The insulin pump was not replaced or returned at this time.